Event description:
Additional information from the patient reported that they tried the settings given on the previous call but still have no control of their urgency symptoms and leaking. The patient stated that their healthcare professional (hcp) told them that the implant was perfect and that the hcp does not need to see the patient anymore. It was reviewed with the patient that the hcp can still page a manufacturer representative for programming assistance. It was reviewed that all 4 programs have been exhausted so it was recommended that the patient seek reprogramming options. Hcp listings were also sent to the patient.

Manufacturer narrative:
Other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
Additional information was received from the patient. It was reported that the patient still has the same problems. The patient stated that last night they were going 5-6 times and did not sleep at all. Today the patient tried using the patient programmer (pp) but it did not let them go up or down. The patient said they were at 1.4v. The patient also said that they cannot use their arm very well and their spouse is helping them. The patient used the pp on the call and saw a replace pp batteries screen. The patient replaced the batteries and was able to connect. The patient tried to increase the stimulation and the pp showed ¿turn ins on¿. The patient turned the ins on but did not feel stimulation. The patient increased to 2.2v. The patient stated they felt it on both legs, like they were shaking but very little. The patient decreased the stimulation to 1.9v. The patient stated that their legs are shaking, they are not comfortable and that maybe they had been standing for too long. The patient sat down and decreased stimulation to 1.7v. The patient was still shaking but thought it might take time to go back to normal. The patient stated they did not know if it was because of age or stimulation. The patient stated there is confusion between their feeling and stimulation from the device. The patient stated they never felt stimulation in their butt or groin, always in the legs and on (B)(6) 2017 on their right hip. The patient stated that everything is going to the right were the device is. The patient stated that the neurologist knows how sensitive their nerve system is.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a burning sensation and pain in their legs since they were implanted on (B)(6) 2016. They saw a doctor who wasn't sure what was causing it and they stated that the implant procedure aspect looked okay. The doctor kept testing the from the patient's back, all the way to the bottom, but it was uncomfortable. The patient stated that they eventually tried turning it down to 0 and stop. The pain was almost gone, so, after two days, they increased the stimulation and anything over 1.0 caused their right leg to shake and jump to the right side. They lowered it back down to 1.0, but had a worsening in urgency and leakage symptoms. It was noted that their trial used 2.7-2.8 and worked well. They were not in a position to use the programmer during the report. They had an appointment with a doctor on the day of the report. They had met with a different doctor, who checked their blood, to check on the pain in their legs, which was noted to be painful to the touch. The doctor suggested that the patient see a neurologist to check on possible neuropathy and nerve issues. The patient got approval and was planning on going a month after the report. It was noted that the urinary symptoms worsened a week to 10 days prior to the report. On (B)(6) 2017, it was reported that they were on program 3 at 1.1 volts and the stimulation was on. They went to program 4 to see if a new program would help the burning and give symptom relief of urge frequency. When they switched, their right leg was heavy and they could feel electric inside. They were shaking from the inside and felt numbness inside their leg. Their right arm was also a little heavier and they didn't know if they could walk. It was turned down to 0.0 and off on program 4 and their legs were still shaking. After 30 minutes, their legs were 90% better. The stimulation was causing problems in the leg and they were trying to adjust the stimulation. There was really bad burning around their butt or something and they went to the doctor and checked, but they didn't know what it was, as the machine operation was good. There was something wrong with their right leg, not too much, but a kind of numbness. They switched to program 1 at 1.2 volts, but only felt the stimulation in their legs. They switched to program 2, but felt stimulation at the machine. When increased to 1.5, they felt heavy and shaking, so they decreased to 1.2 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not get any results yet. It was noted the patient received a call 3 days ago from the hcp¿s office and that they may possibly change the patient¿s stimulator. The patient needed a second opinion and it was reviewed that the patient may contact a hcp from the listings. It was noted the patient would follow-up with their hcp and have the hcp request a manufacturer representative.